Event description:
On (B)(6) 2013, a company rep reported a pt was blistered by a grounding pad. The blister was 1 inch wide by 2 inches long by half inch deep. It was a cervical case using an nt2000. It was reported that the pad was placed on the pt's back shoulder area. The pt moved, causing the pad to crease and no longer be fully applied to the pt.

Manufacturer narrative:
The sales rep of the customer states the customer believes the incident was a result of user error/improper placement of pad. A normal letter was sent to the customer restating the instructions for use and warnings associated with the grounding pad and the need to follow all aspects to ensure the device functions as intended. The grounding pad was visually inspected upon return ((B)(4) 2013) and no abnormalities were found.